Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration pressure did not increase during phacoemulsification and aspiration. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Additional information provided. The returned sample was visually inspected and the tubing manifolds and drain bag contained build-up of surgical residue including black mold throughout the sample. The affiliate stated the product was not reprocessed or reused; however, the evidence of build-up of surgical residue stuck to the inner walls of the tubing manifolds suggest otherwise. The observed build-up of surgical residue that included black mold in the fluidics management system(cassette/tubing/drain bag) is consistent with reused returned samples from laboratory expertise. Reuse of this single-use device indicates the cassette likely functioned as it should at one point (first time used). When the aspiration tubing was removed to inspect for anomalies the demarcation line of adhesive residue was not continuous around the tube. There was residue on the outside of the tubing below the line suggesting the tube had potentially been pulled at one point resulting in a break in the socket bond. This observed issue can cause reduced vacuum (aspiration) as a result of leakage to ambient pressure and be detected during initial calibration of the cassette. Manufacturing in-process controls are in place to ensure 100% of product is conforming to specifications. Each final assembled cassette is 100% leak and flow tested to detect for leakage, if a cassette is found to be non-conforming, the cassette is rejected. After the cassette passes the leak and flow station, a vacuum test is then performed downstream of this test on each cassette to further verify no leakage within the cassette and ensure the cassette was built to specifications. The investigation found the most likely root cause was attributed to reuse of the device and not related to any manufacturing process step. The evidence of build-up and stuck surgical residue to the inner walls of the tubing flow paths observed during this investigation indicated the user exceeded the validated use for this single-use cassette. The evidence also suggests the cassette likely functioned at one time if the cassette was reused. No action will be pursued at this time for this reported event. The investigation results demonstrated the customer exceeded the validated use for this device. The directions-for-use (dfu) stipulates to the customer there is potential risk from reuse or reprocessing include: reduced tip cutting performance, presence of tip burrs, fluid path leaks or obstruction resulting in reduced fluidics performance, and foreign particle introduction into the eye. In this case, a fluid path leak was observed resulting in reduced performance. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is the third complaint for the finish goods lot; however, the first for this reported issue. The device history record review shows the order was built and released per specification. The returned cassette was functionally tested; the sample failed to prime and generated a system message code. The lack of solvent created a channel between the tubing and the housing that caused the system message code and the priming issue, the tubing was not fully inserted into the cassette housing. The root cause of the customer's complaint is insufficient solvent application at the location where the tubing is inserted into the cassette housing which caused the sample not to prime. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary.